Event description:
On three different occasions involving two laboratory technicians, the safety arm fell off the hub during activation. One person had a blood exposure, however, no needle stick injury.

Manufacturer narrative:
Three returned sealed samples were tested for shield activation engagement and activation force. All were found to be acceptable and to be within specification. Based on this information, and since the actual device involved in the event was not returned, we are unable to conclude if the reported needle stick occurred as a result of a device malfunction, or user error. A review of our records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends on this product line for the reported condition.